Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4) applies to the catheter and (B)(4) applies to the pump.

Event description:
Information was received from a patient who was receiving morphine (concentration 50 mcg/ml, dose 199.88 mcg/day via an implantable pump for spinal pain. Patient said that she had started to experience increase in her pain for the last 1.5 weeks, the pain was in all of her joints, back wrists and shoulders, especially the shoulders. Patient had not had pump dosage increased yet and she did not know if that was also related to the steroids she had received that had worn off. No interventions were mentioned in relation to the return of pain. The patient also reported infection symptoms stating that the incision site of the catheter in her spine had been itching more that the other sites since implant and patient was told it was cellulitis. It was unknown as to whether the infection was confirmed. The situation for return of pain and infection was being addressed by the health care professional; the patient had an appointment scheduled for (B)(6) and noted that the health care professional may prescribe antibiotics, the health care professional had told her not to shower or change the bandaging. No further complications were anticipated/reported